Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on behalf of the foreign patient on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire was missing after removing the sensor pod from the body. No additional event or patient information is available.